Event description:
It was reported that the user experienced frequent nighttime low blood glucose and paused the ilet before bed, had recently performed a factory reset, had been inconsistent with meal announcements, requested a replacement, and then requested and completed another factory reset with guidance, including re-pairing to the mobile phone and receiving education on meal announcements and treating lows; the reported medical device problem and device component could not be characterized due to insufficient information. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no available findings, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.